Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error message occurred during the load process. Additionally, the battery was observed to be depleting quickly and the insulin gauge was inaccurate. Customer¿s blood glucose level was 129 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.